Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_ext, serial#: unknown, product type: extension. Other relevant device(s) are: product ID: neu_unknown_ext, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacture representative reported that the extension was ¿too strong¿ and caused the patient discomfort. The healthcare provider decided to implant the ins on the contralateral side. The patient¿s revision was scheduled for (B)(6) 2020.